Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced various symptoms and was not feeling well. Furthermore, patient was also concerned that device was not working right. As of this time, this device remains in service. No adverse patient effects were reported.